Event description:
It was reported that there was an injury to the patient due to a fracture of the device.

Manufacturer narrative:
The associated complaint device was not returned. Our investigation included a review of complaint history and manufacturing records, no prior complaints for the listed lot were found and there were not any discrepancies during the manufacturing process. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.